Event description:
The reported description notes that the bedside monitor's speaker is not functional. No pt harm was reported.

Manufacturer narrative:
(B)(4): the reported description notes that the bedside monitor's speaker is not functional. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.